Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The manufacturers field service engineer replaced the data acquisition-motor controller (da-mc) ribbon cable. The data acquisition printed circuit board assembly (da pcba) was not replaced.

Event description:
The customer reported a pressure sensor failure occurrence. No patient involvement reported.